Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (b)(6 as follows: on (B)(6) antigrade 2 femoral nail operation was done for bilateral femoral diaphyseal fracture. During the operation, surgeon reamed 14mm long in the right leg and inserted expert (a2fn) japanese 13mm-360mm but jammed. After pulling it out, additional reaming was done and the im was re-inserted, but jamming occurred again. When tipping down the insertion handle along the femoral shaft, it made a metallic sound. The surgeon suspected re-fracture but found no problem on the image. When checking the connection part between the device and the intra medullary nail,(im), the deformation of the proximal (im nail) was confirmed. So the (im) was removed and expert a2fn japanese 12mm-360mm (smaller version) was inserted instead. This report is on a locking screw. This is 2 of 4 reports for complaint (B)(4).